Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 01/16/2024, it was reported that the patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the arm. The patient felt dizzy and went to the hospital by themselves. No cgm nor blood glucose reading was reported from that time during the event. The patient was treated at the hospital with a glucagon nasal spray (baqsimi). The patient was sent home from the hospital the same day of the event, during the evening. At an unknown point during the event, but most likely after treatment, the cgm was reading 144 mg/dl and the blood glucose reading was 223 mg/dl. At the time of the report the patient was stable. Attempts to contact the patient for more information were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).